Event description:
The patient underwent a procedure for a permanent scs system. It was reported the initial lead yielded high impedances on several contacts during implant. As a result, the lead was explanted and replaced with a new model. The incident extended the case by 1 minute. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.